Event description:
It was reported that pre-dilatation was not performed prior to stenting. After deployment of a 2.75 x 23 mm xience v stent in the mildly tortuous, mildly calcified, mid left anterior descending artery, a dissection in the vessel was observed. A 2.75 x 38 mm xience prime was deployed to cover the dissection. The patient was reported to be fine post procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): no pre-dilatation. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse effect. It was reported that the xience v was implanted via direct-stenting (no pre-dilatation). It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.